Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device's tissue pad came off when it was being wiped. They had completed using the device when this occurred and it was unnecessary to open another device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.